Event description:
Pt underwent cataract surgery on 7/9/97, and implantation of a staar model aa-4203vf intraocular lens. However, the doctor stated that the lens came out too fast and tore the posterior capsule. The lens was removed and an anterior vitrectomy was performed. A pmma lens style was implanted in the sulcus.